Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with penicillin (0.05mio ie in extraneal) for one day and was discontinued. Two days after, the patient restarted treatment with penicillin (0.025mio ie in extraneal) for the events. Five days after, the treatment with penicillin was discontinued. At the time of this report, the patient outcome was not reported and pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.